Manufacturer narrative:
Device passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No motor error alarm noted. Motor passed motor test. No unexpected failed battery alarm anomalies noted. Device received with stripped battery cap coin slot, cracked lcd window, cracked case and cracked battery tube threads. Visual inspection shows no corroded battery tube noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had motor error alarm. The blood glucose of the customer was 169 mg/dl. The customer reported that the insulin pump had internal cracks, blotches on screen, battery cap and compartment was broken and the insulin pump rejected the new battery. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional instruction. The device will be returned for the analysis.